Event description:
Philips received a complaint on the v60 ventilator indicating that there was a patient disconnect issue. The customer changed circuit and mask and the device continues to say patient disconnect. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The rse advised the customer to perform a performance verification test and preventative maintenance. The customer requested that these be completed by a field service engineer (fse). A philips fse went to the customer site and attempted to duplicate the patient disconnect alarm error. The fse ran the device for 30 minutes after implementing controls verification and ran the device for 30 minutes after a preoperational check. No alarms were found, and the fse determined that they could not duplicate the reported device issue. The fse showed the customer that there were no alarms occurring after running the machine. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.